Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to dyspnea. A transmission observed the right atrial (ra) lead with undersensing and small p-waves. It was also noted that the right ventricular (rv) lead exhibited high capture threshold and measured small r-waves. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with complaint of syncope. It was noted that the atrial lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.